Event description:
It was reported that a pump's keypad is intermittently responding. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the intermittent keypad response. The unit in its received condition permitted power up, navigation, and pump run, however, has limited keypad operation due to intermittent keypad response of #0, #1, #2, and #3 keys caused by a failed keypad. The remaining keys were tested and found to function correctly without any anomaly. The keypad was replaced.